Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient was given treatment with injection (inj) vancomycin (1 gram, once in 5 days, intraperitoneally) and inj. Fortum (1 gram, once in a day, intraperitoneally) for peritonitis. The patient was still hospitalized at the time of this report. Dianeal therapy was ongoing and the patient's outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient was hospitalized for unrelated medical testing along with the peritonitis. At the time of this report, the patient had recovered from the peritonitis event and the patient¿s effluent was clear. The patient is expected to be discharged from the hospital ¿at the end of the week¿.should additional relevant information become available, a supplemental report will be submitted.